Event description:
The customer's wife called to report that the customer was hospitalized for blood glucose levels above 500 mg/dl. The wife was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.